Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error right after a bolus attempt. The customer's blood glucose reading was 151 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a severely scratched display window noted. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No motor error alarm noted and the motor was tested outside of the device and passed. Unable to confirm the e70 alarm due to over written history file. The insulin pump had cracked reservoir tube lip and missing the end cap sticker.